Event description:
It was reported that the patient was experiencing burning and a warming sensation at and around the implant site during recharging. It was noted this started after about 1-1.5 hours of charging and happened every time. It would get to the point that he had to stop charging. The issue began six months prior to the report. The patient was able to get eight coupling boxes on average and typically charged while in bed, not while sleeping, with his body lying on the antenna. It was noted the patient had only seen the thermometer screen once. Impedance testing and reprogramming were performed. The manufacturer¿s representative (rep) reported the placement of the implantable neurostimulator (ins) looked fine and was about .5 cm from the surface of the skin. The cause of the issue was not determined and it was unknown if the issue was resolved. As a result the patient experienced pain at the device pocket. At the time of the report the patient was alive with no injury. A new implantable neurostimulator recharger (insr) antenna and spacer were requested to see if that would help with the burning sensation. No indication of patient harm. No device returned. Additional information received reported that the patient was sent a replacement recharger ¿some time ago¿ and that patient had not been seen since. Additional information received reported that the patient experienced a warm sensation in or around the implantable neurostimulator (ins) pocket during recharging. When the patient went to recharge, they had a burning sensation at the site. The patient got great therapy from the device. The only issue they had was the heat when recharging. The health care professional (hcp) was considering revising the pocket to alleviate potential pressure or switching to a non-rechargeable device. Troubleshooting was performed. Nothing device related was found. The patient had less than 1% utilization and no abnormalities were found with the recharger. If additional information is received, a supplemental report will be sent.

Event description:
Additional information received reported the patient continued to have a burning sensation at the pocket site. He wanted to have the ins replaced with a non-rechargeable ins. If additional information is received, a follow-up report will be sent. The indication for therapy was spinal pain.

Manufacturer narrative:
Concomitant medical products: product ID 37791, serial# unknown, product type: recharger; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 37791, serial# unknown, product type: recharger; product ID 37791, serial# unknown, product type: recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the manufacturer's representative (rep) had tried to jump start the battery clock but it wouldn't set with the recharger. There was premature battery depletion and the battery depleted after 1.5 years, as a result a replacement of the battery was going to take place in the near future but the surgery had not been scheduled yet. After the patient's device is replaced it would be returned to the manufacturer. The patient also complained of the battery being hot to the touch on the skin but no other patient symptoms or complications were associated with this event. Impedance testing had been done but the cause of the issue was not determined or if the issue was resolved. At the time of the report the patient was alive with no injury and was doing well.

Manufacturer narrative:
Other applicable components are: product ID: 37791, product type: recharger. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 37791, product type: recharger. Product ID: 37791, product type: recharger. Product ID: 97791, product type: accessory. Product ID: 97791, product type: accessory. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
Additional information received from a healthcare provider (hcp) via a manufacturer's representative (rep) reported the patient's system was explanted and would be returned. The hcp requested for the leads to be analyzed for damage due to electrocautery. It was noted the patient recovered without sequela.

Manufacturer narrative:
Please note that conclusion code and results code no longer apply to this report. Analysis of the returned implantable neurostimulator (ins) (serial # (B)(4)) found no significant anomaly. The battery had a reduced capacity due to overdischarge. The ins was received with no telemetry. According to the trace report obtained from the ins after physician mode recharge recovery, the total recharge count was 60. The last recorded recharge session performed while the device was implanted occurred on (B)(6) 2016. The device was recharged for 1 hour 18 minutes and the battery charged from 3.375 volts to 3.925 volts. The battery discharged to the lock mode on (B)(6) 2016; the total therapy loss count is 3. The parameter trend diagnostic section of the trace report shows the last patient usage was on (B)(6) 2016. Testing for device heating during recharging found no evidence that suggests the ins behaved differently than the control device. No abnormal hot spots were observed from infrared images, and thermocouple data closely matched control data. Analysis of the returned lead (serial # (B)(4)) found no significant anomaly. The lead body had been cut through and the product was segmented. Analysis of the returned lead (serial # (B)(4)) found no significant anomaly. The lead body had been cut through and the product was segmented. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.